Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent a flexible ureteroscope holmium laser lithotripsy and stone removal for left ureteral calculi under general anesthesia on (B)(6) 2025. A urinary foley catheter was left in place after the procedure. At 00:55 on (B)(6) 2025, the catheter fell out on its own. The patient did not complain of any special discomfort after the fall off, and they could urinate smoothly on its own. There was no special impact on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent a flexible ureteroscope holmium laser lithotripsy and stone removal for left ureteral calculi under general anesthesia on (B)(6) 2025. A urinary foley catheter was left in place after the procedure. At 00:55 on (B)(6) 2025, the catheter fell out on its own. The patient did not complain of any special discomfort after the fall off, and they could urinate smoothly on its own. There was no special impact on the patient.